Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The battery for the cam02 monitor was not working (dead battery). There was no patient contact and no patient injury. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 10/30/2015. The investigation included: methods: review of device history review, review of complaints history. Results: DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ jul. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿jul 2014 to oct 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (5) can therefore be calculated as (B)(4) of procedures. Conclusion: since the product was not returned for failure analysis investigation no root cause can be established.